Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site¿s system logs and noted a single system error #23075. A system error #23075 is generated when the system has detected conditions consistent with the master tool manipulator (mtm) moving in following without the surgeon's hands on the handle. On (B)(4) 2018, an isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse could not replicate the customer reported failure mode. The fse tested the system and verified that it was ready for use. Based on the information provided, the root cause of the customer reported issue is unknown. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the arm #1 was allegedly ¿jerky.¿ as a result of the alleged issue, the patient reportedly sustained bowel tears that were repaired by the surgeon. However, the root cause of the customer reported issue is unknown. A fse inspected the system and was unable to replicate the customer reported failure mode.

Event description:
It was reported that during the da vinci-assisted inguinal hernia repair procedure, arm #1 on the patient side cart (psc) was allegedly ¿jerky¿ while the surgeon was using a cadiere forceps instrument. As a result of the ¿jerky¿ movement, the instrument allegedly created tears in the ¿outer lumen of the colon.¿ the surgeon was able to repair the tears. After the event occurred, the surgical staff moved arm #1 out of the way and completed the surgical procedure using arms #2, 3, and 4. On (B)(4) 2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the surgical procedure which was not recorded on video. The csr indicated that the surgeon repaired the bowel tears with sutures which were placed robotically. The surgical procedure was completed robotically and no post-operative complications have been reported. The patient has since been discharged from the hospital.